Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm.. It was reported that CT from 7 year follow up showed an unknown endoleak. This endoleak was confirmed to be a type iiib fabric endoleak. Intervention was performed one week later with an etlw1616c93e implanted to cover the defect. The defect was located about 1.5 cm below the bifurcation of the previous graft. After the procedure, a final angiogram was run and the endoleak was no longer present as per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.